Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found the system had washed out images that were taken during a procedure. He conducted a resolution check for accuracy reflecting on a 60 wire-pairs per inch. The measurements were within the manufacturer specs. He reloaded the software, communications node and calibrations files. The system operates as intended.